Manufacturer narrative:
Correction to the initial MDR report: medwatch report no. 1275899075-2015-8008 was entered on the initial report; however, it is now corrected to 1275899072-2015-8008. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: not applicable; the lens was not implanted in the patient¿s eye. Explant date: not applicable; the lens was not implanted in the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported on a received medwatch report no. (B)(4) that during cataract surgery while the surgeon implanted the intraocular lens, the surgeon noticed the cartridge tip broke. In follow-up, it was reported that there was no patient contact and there was no patient injury. The cartridge will not be returned for evaluation due to the cartridge was discarded by the user facility.